Event description:
Boston scientific received information that a few days post implant, this left ventricular lead exhibited no amplitude and no threshold measurements. A chest x-ray was performed and confirmed that the lead had dislodged. A revision procedure was performed. The lead was attempted to be repositioned; however, adequate position and measurements could not be obtained. The decision was made to remove and replace the lead with a competitor lead. The procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
A new competitor left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.